Event description:
On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt lost stimulation. The sales rep met with the pt and tried several trouble shooting techniques, but was unable to recapture the pt¿s stimulation. Further investigation revealed that 3 of the lead¿s wires were broken. The lead was replaced and the pt is currently receiving satisfactory stimulation.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed were found to meet specifications and no anomalies were found. The lead was visually inspected and broken wires were noted 6 cm from the terminal end. The lead failed continuity testing and several channels on the lead measured open. Conclusion: the reported complaint is confirmed. As received, the lead failed functional testing. The lead segment has several cuts and broken wires. Ans has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Ans defers to the pt¿s physician regarding medical history.